Event description:
It was reported that during follow-up in clinic, patient presented with low out of range impedance on their left ventricular (lv) lead. Reprogramming was performed to address the issue. There were no patient consequences and the patient was stable.